Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not respond to multiple requests for more information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information.

Event description:
Facebook complaint received. "I had lapland in 2009 I had to go thru classes where they tought us how to change our eating habit lost 33 pounds and 10 inches before they would put lapland in then lost another 30 pds and 8 in he's after but year later had to have it taken out I was throwing up all the time."